Event description:
Patient has had multiple surgeries for failed hardware prior to this incident (x4), and all prior procedures performed at different hospital. According to electronic record, the patient was seen by the orthopedic surgeon recently for ongoing pain in left hip. X-rays showed non union of left femur fracture with retained fractured hardware. Patient presented for left hip revision. Family was requesting hardware or pictures of hardware after hip revision surgery. Fractured hardware removed. Left hip surgery was completed with smith & nephew total hip implants. Cultures of fractured femur bone where hardware broke taken to rule out infection.